Event description:
A greenfield filter was implanted on (B)(6) 2003. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported. It was further reported that the ivc filter was placed for pre-op for gastric bypass surgery. The greenfield filter was placed just below the lowest renal vein. Placement of the filter was successful. On (B)(6), 2017, the patient received a CT of the abdomen without contrast. The greenfield filter was found in place with a slight 10-degree tilt to the right of the midline with respect to the long axis of the ivc. The apex of the filter appears to be centered in the ivc, not touching the wall of the ivc. Apex just below the level of the lowest renal vein. The struts of the filter are intact and not bent. There is a fat plane seen between the distal ends of the 4 and possibly 5 of the struts in the ivc measuring approximately 1mm perforation, except for 1 of the anterior struts which measures approximately 3mm. Two of the anterior struts overlie the 3rd portion of the duodenum on all 3 planes.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.